Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The issue could not been duplicated, the ventilator passed all functional and safety tests and returned to clinical use there are no error codes in the received tech log that may indicate a ventilator malfunction at the time of the event. According to the test log, the ventilator passed pre-use check on and after the event date. The internal log shows that on (B)(6) 2019 the facility had a problem with gas supply, and the ventilator alarmed accordingly due to this. The logs contain gas supply pressures low, air supply pressures low and o2 supply pressures low alarms. The ventilator worked within specifications and there was no ventilator malfunction. The root cause is attributed to the gas supply issue of the facility at the time of the event.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low pressure. The patient involvement is unknown. Manufacturer ref. #: (B)(4).